Event description:
The pt reported that she was experiencing an occlusion (04) error on her infusion device when she placed it in the run mode. She stated that she had already changed her infusion site. To troubleshoot the pt was instructed to perform a bolus and the infusion device gave an occlusion error. The pt was then instructed to change the infusion tubing. She was able to prime the infusion tubing and place the infusion device in run without error. She bolused 2 units of insulin to lower her blood glucose. She stated that her blood glucose had been elevated (202 mg/dl) all day. Her normal blood glucose range is 100-115 mg/dl. She had a headache, blurred vision, nausea and she felt horrible. She stated that the elevated blood glucose could have been caused by her autoimmune disease, the occlusion errors, or air in the infusion tubing. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.